Manufacturer narrative:
Image review: nine static images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was performed and confirmed a good load. The evolut was implanted in a previously implanted surgical aortic valve. Evidence shows that the balloon got stuck in the evolut frame through one of the outflow cells because during post implant dilatation. It is not known whether the guidewire was removed and reinserted. Of note, medtronic best practices recommend that a portion of the guidewire is maintained within the ventricle in case of emergent need for post dilatation or implanting a second valve. It was reported that the patient was converted to surgery. It is not possible to determine how the balloon got stuck across the cell of the evolut. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The valve was successfully implanted and a post-dilation was performed using a 22mm bard true balloon. During the post-dilation, the tip of the balloon got stuck in a cell of the valve frame near the top 1/3 of the valve. The balloon could not be released, so the patient was taken to surgery. The balloon was cut off the frame of the valve and the valve was left implanted. Per the cardiac surgeon, it was unclear how the balloon became tangled in the valve frame, but the valve looked fine. No procedural delay occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.